Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message during the load process. Reportedly, a new cartridge was able to be successfully loaded onto the pump. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.